Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 evo tubing clamp. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, after priming was completed, a s5 evo tubing clamp displayed faulty rc_angle_error (e1538) and it can no longer be operated. After that, the device was turned it on and off several times and it improved. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication it was learned that after the error e1538 appeared, the display changed from showing the opening degree as a percentage, and the operation became impossible. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Functionality of the device was inspected and no abnormality as found. Also the inside of the device was checked and no issue was found. Internal calibration of the occluder was carried out and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: an anaysis of the complaints database did not reveal further events related to this unit. Based on the collected information and on technical intervention, a device hardware malfunction can be excluded as cause of the event. It cannot be ruled out that an incorrect tubing size / material could have contributed to the reported event.

Event description:
See initial report.